Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose was not provided at the time of the incident. Troubleshooting was provided but the partial display remained. Insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The pump was monitored for a day and no missing segments or partial display noted during testing.